Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.0 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the strut on row 9 (from the proximal end) was lifted in a distal direction. Slight misalignment can also be seen on row 5 (from the proximal end). The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found slight hypotube kinks along the full catheter length. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement through a severely calcified lesion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid-left anterior descending artery. A 3.00x24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was pushed, the stent strut was lifted. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid-left anterior descending artery. A 3.00x24 synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was pushed, the stent strut was lifted. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was good.